Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer assisted with a checkout of the system and confirmed the customer stated issue. The hospital reported the condenser will be replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, indicating the unit could not be pressurized. There was no report of patient involvement.